Event description:
It is reported that the patient experienced a high blood glucose level. Level is 600mg/dl and was she was treated manually. The reason for the high blood glucose level was the pump shut off on the patient while they were asleep. Troubleshooting is conducted and we explained the possible reasons for the high level. The device is being returned. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.